Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over to the station due to an incorrect time setting. A technical support specialist discovered that the device was set to pacific standard time and subsequently adjusted it to central time to rectify the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the patients orders were not crossing over to the station, thereby preventing users from accessing the medications. The customer indicated that the stations were operated in critical override mode to facilitate access to the medications and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.